Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage was observed as a broken tube can be seen with its stopper still in the holder. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of glass breakage / damaged tubes was not observed. 10 retained tubes were drawn with water using bd multi-sample needles and single use holders and no cracking occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tube, the device experienced glass breakage. This event occurred four times. The following information was provided by the initial reporter. The customer stated: seditainer-tubes are breaking. When esr-tubes are being put on the cannula for blood-collection noises like cracking could be heard and when trying to remove the tube after blood-collection tubes are breaking leaving the cup stick on the cannula.